Manufacturer narrative:
Concomitant medical products: product ID 3889-28 ,lot# va1d3rj, product type lead. Other relevant device(s) are: product ID: 3889-28, serial/lot #: va1d3rj, ubd: 06-dec-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for gastrointestinal/ pelvic floor. It was reported that the caller stated the patient was having ins replaced today since they elected to change the lead to full body eligible lead. The caller stated during the procedure the lead fractured and there may be remaining components in the patient.